Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the initial event was submitted as a problem of the recharge system, but after a deeper analysis they came to a strong hypothesis that the problem was related to the neurostimulator. It was for this reason that the exchange was made.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a recharging system problem. It was reported that the battery was overdischarged because there was a communication problem with the implantable neurostimulator (ins), not the recharger. It was noted "a higher number indicates bad placement of the antenna for recharging - locator diagnostic tool". Since implant, the patient had great difficulty in recharging "with signal oscillation" and could not load 100%; the patient also reported sensation of overheating at the site of the surgical incision. Factors that may have led or contributed to the issue include the ins losing charge even after a low battery in the ins. Communication could not be performed with the programmer, clinician programmer, and the antenna of the recharge system due to the low battery. There was an attempt to communicate with the ins to read and recharge but it was unsuccessful. There was an error in the screen and no recharge after three hours with the system recharger. The patient experienced pain in the lower members and low back. Two weeks prior, there was a medical or surgical intervention needed to prevent a permanent impairment of a function; the ins was repositioned. The event did not lead to or extend patient hospitalization and did not result in an injury. Though, at the time of the report, the patient was alive with injury (pain).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. The serial number and implant date of the ins was unknown. The ins was repositioned because it was causing discomfort for the patient. There were no contributing factors to the recharging issues since implant; the patient was very well oriented regarding the recharge procedure. The patient will be submitted to another surgery procedure to replace the battery. The procedure is scheduled to take place in the first week of (B)(6).